Manufacturer narrative:
Additional information has been provided in b5 (event description) regarding sequence of events and device interaction. Additional codes were added in h6 (component code, investigation findings, type of investigations, and investigation conclusions).

Event description:
Device is not available for return. Attempted different angles of insertion but due to anatomy unable to pass

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A fifty-nine-year-old patient was admitted for planned heart catheterization. Post procedure, the patient developed bradycardia and cardiac arrested. She was cannulated with veno-arterial extracorporeal membrane oxygenation (va ECMO) and transported to the cardiovascular operating room (cvor) for placement of an impella 5.5. The device smoothly transitioned past the anastomosis and innominate/subclavian junction into the ascending aorta without complication however, it was noted that there was resistance within the ascending aorta and the procedure was aborted. The physician opted to place an impella cp instead for left ventricular unloading on ECMO. The patient underwent embolization of the splenic artery due to a bleed and subsequent thrombus from cardiopulmonary resuscitation (CPR) injury. The patient underwent coronary artery bypass surgery, and the impella cp was removed on (B)(6) 2025. The thrombus noted in the splenic artery appears to be secondary to active CPR and not associated with the impella pump. No other clinical information was given.